Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported. No additional service information was provided.

Event description:
The customer reported that the c-arm on the stenoscop system was not working. No patient injury was reported.